Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an alert was triggered three days ago for low pacing impedance on the right ventricular (rv) lead. It was noted that the pacing impedance is now back within range. The rv lead remains in use. No patient complications have been reported as a result of this event.